Event description:
Pt received hemodialysis treatment on 3/11/96 with poorly functioning subclavian catheter. Blood flow rate=280ml per min with pillow on arterial line collasping. Pt went to hosp emergency room the next morning with complaints of abdominal, pain, nausea, and vomiting elevated blood pressure and chest pain. Ldh reported by md to be 1,000. A mechanical hemolysis is medicated pt received 1 unit packed red blood cells.